Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient experienced a loss or change of therapy. It was reported that they tried to raise the device up and it was at 8.5 volts and wouldn't go any higher. It was reviewed that the device only goes to 8.5 volts. It was noted the patient would go just a little dab of urine. The patient decided to cath so they wouldn't get a urine infection and got 500-600 cc¿s of urine. The patient went to the doctor last week on (B)(6) 2017 and the doctor told the patient to cath twice a day, every day to see what was happening and then go down to 1 time a day. The patient got 500-600 in the morning and 500-600 in the evening when cathing. Now that the patient was cathing twice a day, they were just dribbling during the day. It was noted the patient started one time a day on the day of the report; they cathed last night and did not this morning. The patient did not feel stimulation and the therapy was on program 1 at 8.5 volts. The patient had been on this for some time. The patient was changed to program 2 at 4.3 volts and was told to give it two to three days and if it didn't get better, to re-contact the manufacturer to adjust the setting again. No further complications were reported/anticipated.